Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: nurse reported that a patient with acute coronary syndrome (acs) was on heparin and while assessing IV pumps and reviewing volume to be infused and compared to volume in actual bag, it was noted by her that volumes did not match. Bag appeared to full (250 ml) while volume to be infused was 134 ml. No patient injury reported.